Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was over 505 mg/dl. Customer¿s current blood glucose level is 372 mg/dl. The customer reported that they received change sensor and calibration not accepted. The insulin pump will not be returned for analysis.